Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the cardiac resynchronization therapy pacemaker (crt-p) become hot and then it would cool down. A transmission observed cardiac compass had invalid data. The device remains in use. No further patient complications have been reported as a result of this event.